Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated, the pt woke up in pain and his stimulation is not working. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).